Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand and malfunction code displayed on pump. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from representative, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.